Event description:
Customer reported that pump would not upload or connect to the computer, with observations indicating that the port looked chewed up and loose. There was no adverse impact to the customer's blood glucose level. Technical support was prompted to reach out to see if a replacement is needed, as the customer may require assistance in reprogramming a new pump.